Event description:
It was reported that while using the ilet bionic pancreas, the patient experienced widely fluctuating glucose with episodes of hyperglycemia up to 353 mg/dl and hypoglycemia down to 49 mg/dl, difficulty adapting from carbohydrate counting to meal announcements, inconsistent meal patterns with frequent snacks, challenges managing exercise, perceived lack of education, and arthritis-related difficulty with infusion set insertions; the medical device problem and component were unspecified, and the patient treated lows with oral glucose. Symptoms included hypoglycemia and hyperglycemia. Outcomes included unexpected medical intervention with medication in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information, with the device problem and component not specified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.